Event description:
It was reported that following successful stenting of a bifurcation of the "cx" and after all the products had been removed, angiography revealed that the guide wire tip had separated. Reportedly the guide wire had been advanced through the struts of a newly deployed stent and into a side branch (not an indicated use). No removal attempts were reported and the guide wire tip remained in the pt. Reportedly, the pt tolerated the procedure well.